Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc obtained additional information from the user via oekg that the intended procedure was the ureterorenoscopic stone removal, and the procedure was cancelled and prolonged with incomplete stone removal and possible re-operation in course. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the endoscope has not been changed at the time of the failure and has not occurred afterwards, it is speculated that the user connected to the video connector receiving without adequate drying of the video connector, resulting in temporary poor contact. Alternatively, it is speculated that contact failure occurred due to issues on the endoscope side. Poor contact at the electrical contact point of the connectors may result in the inability to communicate correctly between the endoscope and the subject device and the inability to display images or flickering of images. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the contact failure by the wear of the video connector socket such as damage of the lock. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the failure of the endoscopic image occurred while the urf-v was connected to the subject device. When the camera head was connected to the subject device, the endoscopic image was displayed properly. Then the medical technologist checked the subject device, the image failure did not occur. There was no report of patient injury associated with the event.